Event description:
A talent taa stent graft system was implanted in a patient for the elective endovascular treatment of a 7.3 cm in diameter thoracic aortic aneurysm . A valiant stent graft system was implanted in a patient for the secondary intervention of a type I endoleak. It was documented that all four stent grafts were explanted, due to a type I endoleak. At the time of explant the aneurysm was 10.5 cm in diameter. The physician elected to convert the patient to open repair. Device was evaluated by an external lab: (B)(4). The analysis of both macroscopic and microscopic explanted stent graft revealed structural abnormalities. The stent includes several broken sutures are probably related to the interaction phenomena between the explants 12ep16 and 12ep17, partially deployed one inside the other. Degradations of prosthetic membrane distal to the explant seem to have been caused during the surgical procedure. Two openings in the membrane are prosthetic located in the folds formed by the prosthetic structure. Structural damages observed do not appear to affect the holding mechanics of the explant. The openings in the membrane prosthetic could potentially lead to type iii endoleaks. The analysis of the explant does not establish a cause and effect related between structural abnormalities and explanted for a type I endoleak leading to surgical conversion. However, a gap was observed prior to washing when processing the stent graft between the explants of 12eo16 and 12ep17 suggesting a poor apposition of the two alternatives vasculature, which could have caused (or may have cause) explanting of the stent graft. (B)(4). The analysis of both macroscopic and microscopic explant revealed structural abnormalities. The fracture of the stent graft is very likely related to the operating conditions and is linked to the stent damages. Tight texture of prosthetic membrane may explain the fiber breakage caused by the passage of some suture through the tissue. Wears or deteriorations of the sutures can translate to the abrasive that the stent graft was under. The observed structural damages related to the conditions in utilizing the in-vivo explant do not seem to affect the mechanical strength of the explanted stent graft its implantation site. The analysis of the explant does not establish a cause-effect between structural abnormalities and explanation for type I endoleak with leads to a surgical conversion.

Manufacturer narrative:
(B)(4). Method: device evaluation performed by external lab. Results: surgical conversion to open repair, endoleak. Cause of event is unknown, device not returned for evaluation. Conclusions: cause of event is unknown, device not returned for evaluation.